Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. However, moisture damage was noted on the keypad traces. No number anomaly was noted on the display.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the buttons on the insulin pump were scrolling by themselves when she went to bolus. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.